Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Gtin/manufacturer -- unknown as the lot and serial numbers are unknown.

Event description:
On (B)(6) 2010, a trifecta valve (details unknown) was implanted. Approximately five years later, a tavi valve (details unknown) was implanted due to severe aortic stenosis. Limited details were provided.